Manufacturer narrative:
The product was not returned for an evaluation, however an evaluation of the complaint was conducted. Based on the evaluation, was updated to reflect the operational problem of: "parts don't move freely." This is report four of five for the same event. Reports one through three, and five are reported on 1032347-2016-00395-1 through 1032347-2016-00397-1, and 1032347-2016-00399-1.

Event description:
It was reported that all previously implanted products were re-implanted into the patient once the patient's condition was resolved.

Manufacturer narrative:
It was reported the patient is in in jail and the surgeon believes the event was due to the patient not having access to oral care. The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report four of five for the same event, reference 1032347-2016-00395 through 1032347-2016-00399.

Event description:
A revision surgery was reported due to ankylosis over the joint.